Event description:
Description of event: as initially reported to customer relations: a patient of undisclosed gender and age underwent an endobronchial ultrasound procedure in which the echotip procore endobronchial hd biopsy needle, g34281, was used. The device was advanced through a fujinon scope and when pushing out to get samples in the lung, it was noted the tip was bent. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.